Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered faulty patient board, crack was found on the front panel, cable faulty was rusty, net spacer was found damaged, receptacle was found loose, crack was found on the power switch, thread of top cover was found deformed, scratch on the top cover, minor scratch on the front panel, corrosion on rear panel and its connector and minor corrosion on chassis. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus during preparation for endoscopic retrograde cholangiopancreatography (ercp), an image could not be obtained when connecting olympus, model series 150 scopes to the olympus, model cv-190, evis exera iii video system center. The procedure was cancelled. There were no reports of patient harm associated with this event.

Event description:
The patient was not under anesthesia at the time of the event and no patient involvement occurred. Procedure cancelled due to unavailability of equipment. The customer had other similar devices available to perform the procedure.

Manufacturer narrative:
Updates to b5 from additional information received from due diligence. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty patient board could not be determined. According to the instruction manual, the patient board controls scope function, transmission between scope, and signal processing. Olympus will continue to monitor field performance for this device.